Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. The battery low alarm was identified during the battery testing. The cause of the condition was due to a depleted battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, a flogard infusion pump was found with a battery low alarm. There was no report of patient involvement. No additional information is available.